Event description:
Product returned from medical center without oos report. No explant information available.

Event description:
Product returned from medical center without oos report. No explant information available.